Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was observed to be in a higher position, and all three tabs were released. While removing the ds, nose cone was not centralized optimal and while pulling up from the ventricle to the aorta, the valve migrated 6mm above the actual depth. Physician initially decided to leave the valve in the same place since no paravalvular leak and gradient pressure were noted. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 20mm, non-abbott balloon. However, the valve continued to migrate to a higher position, so a snare was used to reposition into the ascending aorta. A second 27mm navitor vision valve was loaded for implant using a new large flexnav ds. After inserting into the patient's anatomy, the ds was unable to advance into the initially implanted valve. It was dilated using a balloon and replaced using a more rigid wire. The valve was positioned in an optimal position and implanted successfully. Post-bav was performed using an unknown balloon to expand the second valve. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition and subsequently discharged.